Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each pt before using the devices. The root cause of the type iii endoleak is unknown.

Event description:
On (B)(6) 2010, this pt underwent endovascular repair of a thoracic aortic aneurysm using two gore tag thoracic endoprostheses. Final angiogram showed a type 3 endoleak at the junction of the two devices, which was left to be monitored. On (B)(6) 2010, computed tomography (CT) scan showed the persistent type 3 endoleak and a moderate type 2 endoleak originating from an intercostal artery. The aneurysm diameter measured 79 mm. The pt was discharged with the remaining endoleaks to be monitored. On (B)(6) 2011, 6-month follow-up images revealed the persistent type 3 and type 2 endoleaks. The aneurysm diameter measured 82 mm. On (B)(6) 2011, 12-month follow-up CT images indicated the aneurysm enlargement due to the persistent endoleaks. The aneurysm diameter measured 87 mm. On (B)(6) 2011, the physician implanted two gore tag thoracic endoprostheses ((B)(4)) to repair the type 3 endoleak. The pt tolerated the procedure. The physician took a wait-and-see approach on the type 2 endoleak.